Event description:
The manufacturer sales representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.